Event description:
It was reported that the front connector on the device needs to be replaced. It is unknown if there was any patient involvement. Additional information has been requested. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.